Event description:
A surgeon reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The iol came out of the delivery system cartridge "twisted" and attempts to straighten the iol failed. During this process the capsular bag was damaged. The twisted lens was removed, a vitrectomy was performed, and an anterior chamber lens was inserted successfully. Additional information has been requested.